Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty during an atrial lead placement procedure. It was noted that the lead could not be negotiated due to the inability to totally cross within the stylet. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test sample stylet fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.